Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove from the patient. The customer returned one snaplock adapter, one 5 ml syringe, and a catheter piece. The components were received connected together (reference files (B)(4)). The returned components were visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. The flat filter appears typical with no defects or anomalies observed. Visual examination of the returned catheter revealed the likely most proximal end appears to be missing. At the point of separation, the inner coils and extrusion are not stretched and the separation appears to be a clean break. The distal side of the catheter appears to be intact. Damage to the inner coils and extrusion can be seen approximately 15 cm from the distal end (reference files (B)(4)). No other defects or anomalies were observed. A dimensional inspection was performed on the other remarks: returned catheter piece using a ruler (c05158). The returned catheter extrusion piece measures approximately 23.9 cm. The neither inner coils nor extrusion appear to be stretched at the point of separation. At least 64.6 cm of the catheter is missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev.8. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this product, c-05500-108a rev. 02, was also reviewed as a part of this complaint investigation. The IFU for this product warns the user, "do not alter the catheter or any other kit/set component during insertion, use, or removal." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of epidural catheter being difficult to remove was confirmed based upon the sample received. The returned catheter was missing the proximal end. The inner coils and extrusion showed no signs of stretching. The point of separation appears to be a clean break. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received, operational context caused or contributed to this event.

Event description:
Several attempts were made to remove the catheter from a patient. The catheter was lodged in the facet joint which was seen under fluoroscopy. It was removed under fluoroscopy. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Several attempts were made to remove the catheter from a patient. The catheter was lodged in the facet joint which was seen under fluoroscopy. It was removed under fluoroscopy. The patient's condition was reported as fine.